Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively of a laparoscopic procedure, the stapler did not trigger the load. The device did not fire. Another device was used to complete the case. There was no patient injury.